Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available. The receiver was receiver was exposed to moisture. Labeling indicates: keep the receiver dry. Do not spill fluids on it or drop it into fluids. (Receiver is not water resistant, do not get the receiver wet at any time).